Event description:
"Ketamine 200 mg/100 ml primary 3 mcg/kg/min 8.7 ml/hr programmed vtbi: 90 ml remaining volume to be infused on pump: 0 ml actual volume left in bag: 0 ml (10 ml left in line that was wasted in cactus sink)".